Event description:
Additional information received corrected that the distal catheter segment was replaced using an 8598a revision kit.

Manufacturer narrative:
(B)(4).

Event description:
A catheter revision was reported. It was stated that the distal catheter segment was replaced using an 8698a revision kit. No further information was known to the reporter.

Manufacturer narrative:
(B)(4).